Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported multiple false alarms. The user also observed the level alarm was not connected. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to a pt as a result of this event.